Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Office visit notes dated (B)(6) 2015 demonstrated that the patient experienced swelling and stiffness. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01391, 0002648920-2019-00377, 0002648920-2019-00245, and 3007963827-2019-00090. This event was previously sent under 0001822565-2019-01392 but will now be sent under 0002648920-2019-00377. Concomitant medical products: fluted stemmed tibial component option size 6 catalog#: 00599604802 lot#: 62538928, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 62491399, femoral component option size f right catalog#: 00596401652 lot#: 62560994, palacos rg 1x40 single catalog#: 00111314001 lot#: 77584367. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, at an office visit it was reported the patient was experiencing swelling and stiffness approximately fifteen months post-implantation. Patient was given a steroid dose.